Event description:
It was reported that the IV blew right after putting it in, nothing was administered through it. Again, on removing it, the nurse saw the catheter detach from the hub. That one they saw it under the skin and were able to remove it when the patient went to surgery for a different issue. There was no patient harm. Event occurred during removal/end of therapy at the hospital in fremont.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no product was returned. Per the instructions for use (IFU), section 4.2 warnings states clinicians should avoid the use of scissors or sharp instruments near i.v. Catheters as it may result in cutting/severing the catheter tube. It is important to note that catheter severance can be attributed to practices not supported by the infusion nurses society standards of practice. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. A device history review could not be performed given the product code and lot number were unknown.